Manufacturer narrative:
Correction: device availability: the device availability date was incorrect in the initial report. The date has been updated from 11/8/2018 to 11/15/2018. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 1/31/2007. The UDI has been updated accordingly. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. The actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. A visual and functional assessment was performed which found that it failed the loctite assessment - housing pins. It was further observed that the device was running below the operational rotations per minute (rpms) specification-failed rotational speed. During service/repair, it was determined that the vanes were worn out causing the device to run below the operational rpm specification. It was determined that the issues were consistent with normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: the device manufacture date is currently unavailable. Therefore, the UDI is incomplete. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that the motor device made noise and the hose was damaged. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.